Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site and confirmed the reported issue. The reported issue was resolved by replacing the air gas module. The replaced air gas module was returned for further investigation. Visual inspection of the returned air gas module revealed no abnormalities. The part was then placed into a reference ventilator for simulated use testing. During this testing, pre-use check was performed and failed the internal leakage test, monitor pressure transducer test and flow test. The returned air gas module still failed internal transducer test despite replacing the nozzle unit and the inspiratory solenoid. The delta zero pressure was measured and found a major drift in zero pressure. The conclusion is that the device failed to meet its specifications due to a random component failure on one of the printed circuit boards inside the air gas module.

Event description:
Manufacturer's ref.#: (B)(4).